Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A "try it" sound test was performed and passed. A sound test using the global receiver communication tool was performed and passed. Functional tests were performed and failed the audio test. The audio speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective speaker. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No injury or medical intervention was reported.